Event description:
The complainant reported that during impella cp support in the operating room, the purge system alarmed due to a drop in purge pressure, and purge flow increased significantly. The purge side arm was observed to be leaking at the connection point. The clinical team replaced the purge cassette, but the leak persisted. Technical support advised performing a purge reservoir and filter bypass, after which purge pressures and flows stabilized. The patient was subsequently taken to the catheterization laboratory, where the impella cp pump was replaced due to the persistent leak. This event was considered a reportable malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Updated information: b5 narrative updated. D4 catalog number changed. D9 device return date added. H6 clinical code updated from e2403 to e2343. H6 impact code added f1905.

Event description:
An impella cp device was inserted via the right femoral artery in a 61-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage c, with a history of known coronary artery disease and diabetes mellitus. While in the operating room, the purge system alarmed, purge pressure dropped, and purge flow increased to 30 ml/hr. The purge side arm was noted to be leaking at the luer-lock connection. The csc was contacted by the local representative and advised changing the purge cassette; however, the leak persisted. The csc then instructed the team to perform a purge reservoir and filter bypass. Purge pressures and flows stabilized following bypass. The team elected to take the patient back to the cath lab after the or procedure to exchange the impella. The patient survived to explant. The reported events are fluid leak from the side arm, low purge pressure, device revision or replacement, additional device required and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.